Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to a different issue that was identified (usb pin damage).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump screen went blank. The pump was able to beep and vibrate however remained unresponsive. Customer reported blood glucose (bg) level was fluctuating between 40 and 400 (mg/dl). A manual injection was delivered to address elevated bg level and food was consumed to address low bg level. Reportedly the customer has manual injections as alternate insulin therapy.